Manufacturer narrative:
Weight & ethnicity: unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between (B)(6)2022 and (B)(6)2022. Device evaluated by MFR (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the left eye due to "missed refraction." Another johnson & johnson iol was implanted as replacement (same model, different diopter of 17.5). There was no patient injury and no medical or surgical intervention was required. The product is not available for return. No further information was provided.

Manufacturer narrative:
Additional information: through follow-up it was learned that the patient was seen on day one and was doing fine. The patient is going back for a one month post-operative visit and the doctor is waiting to get feedback before providing more information. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.